Event description:
One touch ultra meter was prompting the error 3 message. The reported meter is a new replacement meter sent from lifescan 1 week ago. Patient said the new meter gives the error 3 message like their old meter did. The customer care representative (ccr) explained that error 3 means blood was applied to the test strip before "apply sample" showed on the display. The customer denied putting blood on the test strip. Patient stated that after not getting a meter result, patient took 5 units of insulin "over and over until they felt hypoglycemic, then ate something". Patient's specific symptoms of hypoglycemia were not provided. At an unspecified time afterward, patient went for a routine doctor's appointment; a result of 320 mg/dl was obtained at the doctor's office while patient felt hungry and their fingers twitched. Patient received no treatment. Their doctor advised them that they might need to get a different meter. The doctor refilled the patient's normal prescriptions. It is not clear if the patient experienced severe hypoglycemia, as the result obtained later at the doctor's office was 320 mg/dl. Based on the information provided, the patient did not experience injury or medical intervention due to the product. The customer care representative (ccr) walked the patient through retesting and the error 3 message appeared. It is likely that the patient was using incorrect technique to apply blood sample to the test strip. However, as the error 3 issue was not resolved by the ccr, there is an indication that the product malfunctioned and that the event meets the criteria for medical device reportable. The test strips and control solution were replaced. The patient was encouraged to return the test strips they had been using to lifescan so that the test strip performance could be evaluated.